Event description:
Tip broke free from guide, and is believed to have been left in the wound.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.